Manufacturer narrative:
Upon follow up it was reported the patient was recovered from this peritonitis event. The patient was discharged from the hospital approximately 23 or 24 days after hospital admission and on an unreported date the patient was transferred to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The cause of this peritonitis was user error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. On the same day as onset, the patient was hospitalized for the event. The treatment and the patient outcome were not reported. No further information was provided regarding whether dianeal therapy was ongoing. No additional information is available.